Event description:
The hosp has reported the following to the sales rep. At the end of the surgery dr removed the gamma3 target device and took x-rays of the pt's femur to see the final nail position. He noticed a small metal ring above the nail which he then removed. He thought it seemed to be the small metal ring acting as a spring in the nail holding part of the target device.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.